Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Reportedly, the customer had not interacted within the time setting for the auto-off alarm. There was no reported impact to the customer's blood glucose levels. Customer cleared the alarm and resumed insulin delivery. Tandem technical support assisted the customer with turning off the auto-off alarm feature on the pump as requested by the customer.